Event description:
A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate a coulter lh 780 hematology analyzer. While servicing the analyzer, the fse identified the analyzer was not generating differential results and was failing differential backgrounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the stabilyse pump to resolve the differential issue. (B)(4).